Event description:
Per the clinic, the patient experienced a loss of benefit (date not reported). A CT scan, (B)(6) 2015 revealed that the electrode array was outside of the cochlea. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.